Manufacturer narrative:
At this time no conclusions can be made between the reported post-operative complications and any problem with the bard/davol composix mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device #2). An additional emdr was submitted to represent the bard/davol composix mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #3). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient was diagnosed with a ventral hernia and underwent ventral hernia repair with an unspecified bard/davol composix mesh (device #1) product. (B)(6) 2014: the patient underwent another ventral hernia repair to remove the bard/davol composix mesh (device #1) and the hernia repair procedure implanted a bard/davol composix (device #2) and bard/davol ventralight st (device #3). (B)(6) 2016:the patient had to undergo yet another revision explanting the previous bard/davol ventralight st (device #3) ventral hernia repair with adhesions. The implants of the bard/davol composix (device #1 and device #2) and bard/davol ventralight st (device #3) meshes, the patient continued to experience chronic abdominal pain, and further experienced infections, and permanent nerve damage which the patient is currently being treated for and will continue to need treatment for life and will likely undergo further medical treatment, procedures and hospitalization.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient was diagnosed with a ventral hernia and underwent ventral hernia repair with an unspecified bard/davol composix mesh(device #1) product. (B)(6) 2014: the patient underwent another ventral hernia repair to remove the bard/davol composix mesh(device #1) and the hernia repair procedure implanted a bard/davol composix(device #2) and bard/davol ventralight st(device #3). (B)(6) 2016:the patient had to undergo yet another revision explanting the previous bard/davol ventralight st(device #3) ventral hernia repair with adhesions. The implants of the bard/davol composix(device #1 and device #2) and bard/davol ventralight st(device #3) meshes, the patient continued to experience chronic abdominal pain, and further experienced infections, and permanent nerve damage which the patient is currently being treated for and will continue to need treatment for life and will likely undergo further medical treatment, procedures and hospitalization. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic converted to open repair with implant of composix l/p (device 1). Per op notes, ¿a large hernia sac was noted in suprapubic region near gallbladder was dissected free. A composix l/p (device 1) was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with seroma with inflammation thereby underwent open repair with excision of composix l/p (device 1). Per op notes, ¿seroma fluid with inflammatory peels were drained. The prior mesh (device 1) was noted and excised entirely.¿ (B)(6) 2014 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventralight st (device 2). Per op notes, ¿adhesions of small bowel to hernia sac were lysed. A very large hernia sac with incarcerated loops of small bowel was noted and reduced. A ventralight st (device 2) was placed and tacked using sorbafix.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral incisional hernia with abdominal pain thereby underwent laparoscopic repair with implant of ventralight st (device 3). Per op notes, ¿adhesions of small bowel and the hernia sac was lysed. A large hernia sac was noted and dissected. The prior mesh (device 2) was at the top of the hernia sac. The sac was excised. A ventralight st (device 3) was placed, tacked and sutured at the edge of prior mesh (device 2).¿

Manufacturer narrative:
At this time no conclusions can be made between the reported post-operative complications and any problem with the bard/davol composix mesh (device #2)used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st mesh(device 2). Additional supplemental emdr was submitted to represent the bard/davol mesh -composix l/p(device 1) and bard/davol ventralight st mesh(device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.